Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg was deemed inoperable. The patient was implanted outside of the us and wishes to explore an ipg replacement.

Event description:
It was reported that the patient may undergo surgical intervention to have their ipg replaced.

Event description:
It was reported that the patient had their ipg explanted and replaced. Effective therapy was established post op.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.